Manufacturer narrative:
The event was assessed by a roche physician, who concluded that in this case, the information available does not reasonably suggest that the coaguchek caused or contributed to the bleeding, hospitalization or death of the patient based on the following information. The coaguchek reduced the risk to the patient because the meter correctly indicated an inr above the patient¿s therapeutic range (tr). The dosage was changed, based on the meter`s result on approximately (B)(6) 2021 which is a reasonable and correct therapeutic decision, if the dosage was reduced. No more information could be provided. Gastrointestinal (gi) bleeding can be caused by factors independent of anticoagulation, such as ulcers with the erosion of arteries (e.g. Gastroduodenalis), a common cause of gi bleeding. Gi bleeding is never caused by anticoagulation, but higher inrs may intensify the bleeding. There is no indication that the coaguchek did not operate properly. Occupation is lay user/patient (patient¿s son). The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
It was alleged that a patient using a coaguchek xs meter serial number (B)(4), presented to the hospital with internal gastrointestinal (gi) bleed around (B)(6) 2021, and who subsequently passed away. The most recent result from the meter was reportedly 3-4 days prior, on (B)(6) 2021. The result was reportedly 3.6 inr and the patient's warfarin was adjusted by the patient's doctor based on this result. The patient's inr upon arrival at the hospital 3-4 days later (around (B)(6) 2021) was reportedly 5.0 inr and the patient had an internal gastrointestinal (gi) bleed and had passed away. The patient's son reportedly tested the patient's inr "on and off." The patient¿s therapeutic range is 2.0-3.0 inr. Examples of additional information requested include: how long the patient was hospitalized. The exact date of death. How much the anticoagulation dosage had been adjusted. If the patient tested inrs more frequently as recommended after anticoagulation dosage changes. The patient's age and other medications. Diagnostics performed such as CT scan or endoscopy. Therapy performed such as emergency operation or endoscopy. To date, this information has not been provided and the initial reporter declined to answer any further questions. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
No product is expected to be returned related to this case. The investigation did not identify a product problem. The cause of the event could not be determined.